Event description:
Information received notes that the patient was in the hospital and on a telemetry unit for other health issues. The device exhibited long pauses below the programmed rate of 50 ppm. The pauses were observed at about 27-30 bpm. When autocapture was turned off or when the telemetry wand was in place, no pauses were noted. The physician elected to replace the device.